Manufacturer narrative:
Evaluation summary: the reported condition of the pump head module keypad (stop key) not functioning was confirmed. The pump head keypad (stop key) was confirmed to be not functioning. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that error code cf0b occurred. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the patient as a result of this event.

Event description:
On 12/16/09, during device evaluation by baxter, the pump head module keypad (stop key)on a colleague cx volumetric infusion pump single channel was found to be not functioning. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
The assignable cause for the reported condition of the pump head module keypad (stop key) not functioning was determined to be a defective pump head module keypad. The pump head module keypad was replaced to correct the reported condition. (B) (4)